Event description:
Patient called to report a product issue involving his omnipod 5 insulin pump. Patient stated he uses the device with his phone as the controller. He stated last night (B)(6) 2025, his phone automatically updated to the new android 17 software and his omnipod device has stopped working with his phone. Patient stated the latest update is not compatible with his omnipod 5 and he can no longer receive insulin or blood glucose data. He stated that the manufacturer knew about this software incompatibility and notified patients in europe, however failed to notify patients in the united states ahead of time. Patient stated this is a major failure on their part leading to wasted insulin supplies he¿s already purchased and can no longer use. Patient stated he spoke with insulet customer service regarding the issue and they were no help.